Event description:
It was reported that the right ventricular (rv) lead had increasing and high pacing impedance and thresholds. It was noted that the rise in impedance was gradual. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.